Event description:
A patient reported they experienced the events of ¿rupture¿, ¿puckering¿, and "hard as a rock, three times the size of the right side, it is leaking bright yellow fluid 24/7 and other times blood, it is secreting stuff from the nipple area, and it is very painful¿. A healthcare professional reported the patient also experienced the events of ¿fairly acute onset of capsular contracture of left breast (baker grade not provided) and that is either secondary or the cause of a rupture of a silicone implant." Device remains implanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.